Event description:
Customer alleges floor board peeling and cracked which cut her foot.

Manufacturer narrative:
The device has been repaired by the provider and the customer is satisfied. Should further information become available, a follow-up report will then be issued. Device already repaired.